Manufacturer narrative:
Batch review performed on 5 february 2021: lot 140316: (B)(4) items manufactured and released on 19-feb-2014. Expiration date: 31-01-2019. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one other similar reported event since 2017.

Event description:
Patient reported worsening anterior knee pain and it was planned to resurface the patella bone with the implant. Patella was resurfaced after 6 years and 7 months from the primary surgery and liner was replaced with a 1mm larger liner due to some laxity.